Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Dr. Revised a primary left triathlon cementless knee due to medial posterior poly and baseplate wear. He noted and observed he felt the tibial baseplate was originally placed in too much external rotation and therefore in flexion the patient edge-loaded the tibial implants.